Event description:
Caller reported a cgm error 42 related to their g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided information for a complete pump reset and guided the caller through the reset process. Following the reset, the cgm error code did not reappear, and the caller successfully started their sensor session.